Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The day after event onset, the patient was hospitalized for the event. The same day as event onset, the patient was treated with intraperitoneal (ip) injection of fortum (1 gm daily for 14 days) and ip injection of vancomycin (1 gm, every fifth day for 14 days) for the event of peritonitis. Dianeal therapy was ongoing. Four days after hospital admission the patient was discharged. The patient was recovered from this peritonitis event. No additional information is available.